Manufacturer narrative:
(B)(4). Date sent; 4/2/2025. Corrected data: b1, b2, h1. Additional information was requested, and the following was obtained: why did the patient expire? Sepsis, b cell lymphoma - does the surgeon believe that the alleged issues with the device caused the death of the patient? No. If yes, why? - would the surgeon like a call with ethicon? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered a non-product issue.

Manufacturer narrative:
(B)(4). Date sent 3/11/2025. Corrected data: b2, h1. Additional information was requested, and the following was obtained: what were the indications for surgery? Colorectal disease did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? Not reported were there any issues noted with staple formation? If so, please describe the shape and location. Not reported what was the total estimated blood loss (ml)? 100 - 200 ml. Was a transfusion required? Yes, blood transfusion performed. How was the bleeding addressed? Blood transfusion. What was the pre and postoperative anti-coagulant and pain management protocol? Preop antic 5000 units sq heparin, before surgery. Post op lovenox qd. Was the bleeding intraluminal or extraluminal? Intraluminal. What is the current patient status? Deceased. When was the staple retaining cap removed? In surgery. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Checked twice. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? No. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? One. What is the scrub's experience with reloading the device? It is our routine that the surgeon reloads the device. Were there any difficulties loading the device? No. What did they do to ensure that the cartridge was snapped in please prior to closing the device? Surgeon double checks. Was the retaining pin placed manually or automatically? Manually. In the physician's opinion, why is this event probably related to the device and procedure? Staplers are not hemostatic and bleeding after anastomosis is a common ae after surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: why did the patient expire? Does the surgeon believe that the alleged issues with the device caused the death of the patient? If yes, why? Would the surgeon like a call with ethicon?

Event description:
It was reported via clinical trial patient (B)(6): 11001-089 experience, anemia. Relationship to study device: possibly related.

Manufacturer narrative:
(B)(4). Date sent 2/18/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: study ID (B)(6). Site ID 11001. Subject ID (B)(6). Ae sequence number 1. Adverse event term anemia. Start date (B)(6) 2022. Severity mild. Serious ae no. Serious: death 0. Date of death 0. Serious: life threatening injury 0. Serious: permanent impairment 0. Serious: in-patient/prolonged hospitalization. Hospitalization admission date (B)(6) 2022. Discharge date (B)(6) 2022. Serious: medical or surgical intervention 0. Serious: fetal distress or death 0. Relationship to study device possibly related. Patient final data. Study ID (B)(6). Site ID 11001. Subject ID 89. Age in years 85. Patients age 90 or older 0. Gender of the subjects 1 - male. Bmi 22. Asa score at pre-operation ii - a patient with mild systemic disease. Ethnicity of the patient 2 - not hispanic or latino. Smoking history 3 - never. Tnm classification for t t3. Tnm classification for n n2. Tnm classification for m m0. Residual tumor classification r0 - no residual tumor. Number of times had abdominal surgery in the past 0 - none. Preoperative chemotherapy in the past 6 months no. Duration of preoperative chemotherapy (months) 0. Preoperative radiation in the past 6 months no. Duration of preoperative radiation (weeks) 0. Does the patient has any comorbidity yes. ICD-10-cm code for comorbidity i10 hypertension. ICD-10-cm code for comorbidity n28.9 kidney disease. ICD-10-cm code for comorbidity 0. ICD-10-cm code for comorbidity 0. Echelon contour curved cutter product code - 1st gcs40g. Echelon contour curved cutter product code - 2nd 0. Was anastomosis performed? No. Was a circular stapler used to complete the anastomosis? No. Product code for circular stapler used n/a. Total number of reloads for echelon1 0. Total number of reloads for echelon2 0. Estimated blood loss in volume in ml 100-200 ml. Any intraoperative blood transfusion yes. Any postoperative blood transfusion yes. Date of operation performed (B)(6) 2022. Date of hospital discharge (B)(6) 2022. Operation performed 0. Operation performed as other, please specify 0. Primary indication for current surgery 4 -colorectal disease. If the primary indication for current surgery is other, please specify 0. Was the procedure planned or emergency? Planned. Current procedural terminology (cpt) code 44143 - colectomy, partial; with end. Colostomy and closure of distal segment (hartmann type procedure). Current procedural terminology (cpt) code 0. Current procedural terminology (cpt) code 0. Staple line leakage no. Date of staple line leakage 0. ICD-10-cm code for staple line leakage for k63.2 0. ICD-10-cm code for staple line leakage k65.0 0. ICD-10-cm code for staple line leakage k65.1 0. ICD-10-cm code for staple line leakage n73.0 0. ICD-10-cm code for staple line leakage ow9joz 0. ICD-10-cm code for staple line leakage y83.2 0. ICD-10-cm code for staple line leakage k91.89 0. Other ICD-10-cm for staple line leakage 0. Reoperation or revision surgery within 30-days no. Date of reoperation or revision surgery 0. Staple line bleeding or hemorrhage 0. Date of staple line bleeding or hemorrhage no. ICD-10-cm code for postprocedural hemorrhage 0. ICD-10-cm code for hematoma 0. Other ICD-10-cm code for hemorrhage or hematoma, please specify 0. Stricture and stenosis no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.